Manufacturer narrative:
The customer was sent a replacement faceplate. Multiple attempts to contact the customer to get additional information went unanswered. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that the faceplate on her pump in style advanced breast pump was cracked, which was causing the suction to be low. She alleged that it may have contributed to her mastitis, for which she was prescribed an antibiotic.